Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was using a usb port on a power strip instead of the tandem wall adapter, and despite cts's instructions to try charging through a known working outlet with the wall adapter, the issue persisted. Cts planned to follow up for further resolution. Upon follow-up customer confirmed the pump began charging after leaving the wall adapter plugged into a working outlet for 30 consecutive minutes using the original charging supplies. Battery charging issue did not lead to a pump shutdown. Pump began charging. No further assistance required.